Event description:
Drug library not found in pump. Male patient brought into ER with possible pulmonary embolism. Nurse attempted to administer levophed; however, the drug library could not be found in the pump. The patient was coding so the nurse switched to a second pump. There was a malfunction when the nurse tried to start the infusion. The pump was power cycled "off" and then back "on", at which time the drug library was found and the infusion began. The pump ran for 30 minutes at 3 different rates - 10ml/hr, 20ml/hr and 30ml/hr. The amount infused over the 30 minutes was 10/20 ml. The patient's death was called at 30 minutes. Biomed stated that 3 pumps were in the ER room at the time of the event. All 3 will be sent in for evaluation.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated after the evaluation is complete.